Event description:
Pulmonetic systems, inc. Received the following report from a rep (reported via a note received with the device) strap broke while in-use. Vent went inop after falling from a distance.